Event description:
It was reported that using a femoral artery access approach, during a procedure of the moderately tortuous, distal left anterior descending (lad) artery, the 2.75 x 12 mm xience pro stent was deployed; however, a vessel dissection was noted. A second xience pro stent was used as treatment. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the vessel. There was no reported device malfunction and the product was not returned. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Dissection is listed in the xience pro everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. The xience pro is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.